Manufacturer narrative:
The full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulli ng/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the lead was placed on the septum and the helix was extended. The physician then wanted to reposition the lead, but the helix would not retract. After manual manipulation and several attempts to retract the helix, the lead dislodged. Upon removal of the lead from the body, examination of the helix indicated that it had never retracted. Another lead was implanted. No patient complications have been reported as a result of this event.